Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, pentax medical received a customer report stating video duodenoscope model ed-3490tk/serial (B)(4) tested positive for blood and protein via the health mark industries channel check process. Previous communication with the facility confirmed that every duodenoscope is tested for carbohydrates, protein, and blood prior to being used in a patient care setting (refer to MDR# 2518897-2015-00025), as a risk mitigation step.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The duodenoscope was sent to pentax for evaluation. The pentax service inspectional findings included the following: distal cap/case scratched. Distal cap missing silicone. Remote control button case lid scratched. Remote control button case scratched. Repairs were performed on the duodenoscope, which included replacement of the following components: distal case/cap. O-ring. Bending rubber. Operation channel. Air/water tube. Insulation ring assy. Biopsy inlet t-piece. A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The cause of the channel check positive reading is unknown. The device was returned to the customer on (B)(6) 2015. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on 03/09/2017 and considers this medwatch report closed.